Event description:
Complete wound dehiscence on 4/18/94. Pt, five days status post total abdominal hysterectomy and bilateral salpingo-oophorectomy with pfannensteil skin incision of 4/13/94. Surgical intervention required with re-exploration of complete wound dehiscence. No evidence of hematoma or infection during re-exploration. Post-op diagnosis: broken suture.